Manufacturer narrative:
Trend analysis was conducted for this type of issue. No particular negative trend was observed. Based on the explanation of the incident, it is possible that excessive force beyond reasonably expected force was applied to the tube/clamp during the patient repositioning which caused the clamp to break away from the track. Without the sample, it can not be determined.

Event description:
It was reported that the patient's oral endotracheal tube was secured with an anchorfast oral endotracheal tube fastener. While the nursing staff was turning the patient, the endotracheal tube clamp broke and disconnected from the track. The tube was allowed to move out of place enough to require re-intubation. The device was in place for 5 days prior to the incident. The patient was not harmed by the reported incident.